Manufacturer narrative:
(B)(4) (recurrence). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent left inguinal hernia (second time recurrence, status post two previous open repairs remotely) and small right inguinal hernia. The procedure performed was laparoscopic left inguinal herniorrhaphy and laparoscopic right inguinal herniorrhaphy (extraperitoneal technique with implantation of mesh bilaterally).